Event description:
It was reported that during a procedure, while doing tka cases with system after burring with cuts with saw (distal cut and apcc )when verify the digital angel win was verified, it showed the cut was off track. There was a short surgical delay reported and procedure was converted to manual. Per investigation, the tibia tracker had moved which caused the discrepancy in the cut of the tibia.

Manufacturer narrative:
H10: h3, h6: the device was used in treatment and it was reported a discrepancy between cut on the system and cut on the bone of 13.6mm. The software version was not recorded, but DHR review shows that all navio software versions released to the field have been validated. A complaint history review identified prior similar events, this issue will continue to be monitored. This failure is an identified failure mode within the risk file. The surgical technique guide released at the time of the complaint provides instructions for proper tracker attachment and placement in the "bone tracking hardware" section. We could confirm there was a relationship established between the reported event and the device. The log files were evaluated. Review of log files found that after cutting the tibia and doing checkpoint verification, the femur checkpoint did not move and the tibia checkpoint had moved 6.94mm. This was replicated on an in-house system. The tibia tracker was tightened in such a way that there was room for a very slight movement, but still felt rigid enough. Then with some vibration, the tracker moved, and it had moved 6.70mm. The tibia checkpoint was then redefined and reverified. Redefining the checkpoint does not realign the setup with the previous cut plan and should not be done unless it can be confirmed that neither tracker has moved. Therefore, if the tibia tracker had moved, it would result in a discrepancy in the cut on the tibia. Since the tibia checkpoint had been redefined, it would not have shown that it had moved after realizing the discrepancy. Since the femur checkpoint had not moved and the femur cut had no issue, it further confirms that the issue was with the tibia tracker. The malfunction was due to a user error.